Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4) trial. Approximate age of device - 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized due to gastrointestinal (gi) bleeding. At the time of the event the patient was taking warfarin. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was seen in the clinic for a routine visit, no complaints but possible dark stools a few days prior to admission but was noted with low hemoglobin. And was later positive for fecal occult blood testing (fobt). A small bowel enteroscopy was performed and found six non-bleeding punctate angiectasia in the pre-pyloric stomach. The site was treated with argon plasma coagulation. The patient was discharged home in stable condition and with resumption of anticoagulation and protonix but remained off aspirin. Reportedly, the event resolved. No additional information was provided.